Event description:
It was reported that the device reached elective replacement early. The patient was seen in the clinic due to not feeling well at vvi 65 pacing mode. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.